Manufacturer narrative:
The reported event of conductor fracture and high pacing impedance was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Analysis was normal. No anomalies were found.

Event description:
During an initial implant procedure on (B)(6) 2023, it was reported that the right ventricular (rv) had high pacing impedance. It was suspected that the ring conductor of the rv lead was fractured which led to the abnormal impedance reading. The rv lead was not used, and a new rv lead was successfully implanted. The patient was stable throughout the procedure.